Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and atrial lead were explanted and the right ventricular lead was surgically abandoned due to an infection. No further adverse patient effects were reported. A request was made for product return.